Event description:
It was reported that pairing failure occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)